Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.

Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. When the delivery sys was being removed from the pt, the capsule fell off at the back of the throat. No serious injury to the pt was reported.